Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The following were performed: external visual inspection and voltage test. The reported allegation was not found. Confirmation of the reported allegation was undetermined. The probable cause could not be determined post investigation.